Manufacturer narrative:
H11: additional manufacturer narrative: corrected sections: h6( component code, investigaton finding, investigation conclusion) updated sections: g3,g6,h2,h6( type of investigation). Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including hyperlipidemia.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 7300tfx mitral valve was explanted after an implant duration of six (6) years, one (1) month due to calcification and stenosis. The explanted valve was replaced with a 27mm 11400m mitris relisa valve. Per pathology, explanted 25mm 7300 mitral valve tissue was noted to have fibrocalcific degeneration. There is also evidence of separate fragment suggestive of organizing fibrin focally associated with hemosiderin deposition. Negative for organisms. Cusps noted to be focally stiffened with an area of calcification at the junction of two cusps. Minimal tissue overgrowth of the sewing ring. This is a 69-year-old female patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.